Event description:
The generator was received for product analysis. The pulse generator was opened. A visual assessment on the printed circuit board assembly, performed at the product analysis test bench, revealed no visual anomalies. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications, other than those associated with low battery. As the device was programmed on following explant, the battery level would not be representative of battery depletion in the body and will not be used to test for premature battery depletion. There were no performance or any other type of adverse conditions found with the pulse generator. No additional or relevant information has been received.

Manufacturer narrative:
Relevant tests/laboratory data, including dates; corrected data: supplemental MDR #2 inadvertently reported the battery voltage at 2.284 v instead of 2.384 v.

Event description:
The patient¿s generator was replaced prophylactically. Per the sales representative, it was discarded after surgery per the explanting facility's policy. No additional or relevant information has been received to date.

Event description:
It was reported by the patient that she was confused that her battery had only lasted 3 years because she was not on high settings. At her last appointment, her generator indicated that she had 11-25% battery life remaining. Per the manufacturer's device history records, the generator passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known surgical intervention has occurred to date.